Event description:
The customer reported an incident where a mlc leaf position was adjusted in the beam's eye view function but the dose matrix was not invalidated (i.e. The dose was not recalculated as it should be). The plan was saved and exited. When re-opened, the dose matrix was still present, but the mlc leaf was in the new, moved, position. A recalculation was forced, causing the isodoses to change. The coverage at the posterior part of the volume can clearly be seen to have changed, despite there being no change in the beam parameters or mlc. The user is not aware of having done anything different in order to generate this error. No serious harm to the patient is reported. No patient injury reported, and no patient data provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.